Manufacturer narrative:
No conclusion can be drawn as conclusive repair info is unavailable.

Event description:
The customer reported that the system stopped taking images in middle of case. This resulted in an intermittent, recoverable loss of functionality. This could result in a procedural delay. There is no report of injury or death associated with this event.